Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.2, lab: 2.5 (tests done within 1 hour). Date: (B)(6) 2012, 1.3. Pt self tester. Technical services is sending new strips to the customer to try.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.2, reference: 2.5, mean: 1.85, confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. The reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inr result of 1.3 from (B)(6) 2012, was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent test conducted on lot# 263072 on (B)(6) 2011, met accuracy criteria. Test results are as follows: donor 145 - 2.1, 2.6, 2.3 inr; donor (B)(6) = 3.0, 3.2, 3.4 inr. At least two out of three replicates are within the allowable bias ((B)(4)) of reference results for donor (B)(6) (2.22 inr) and donor (B)(6) (3.10 inr), respectively. In-house test results have (B)(4), respectively for each donor and are less than (B)(4) cv. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Root cause could not be determined with the info customer provided. Pt's condition could not be ruled out as a cause of the unexpected results. Recent test conducted on lot# 263072 on (B)(6) 2011, met accuracy criteria. As reviewed in (B)(6) 2012, 159 discrepant result complaints were reported for lot# 263072 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Due to an increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).